Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that shortly after the start of a platelet transfusion, the platelet line leaked at the entrance to the long filter chamber. The set was primed with normal saline on one spike, IV patency confirmed, and the infusion was started. The nurse then spiked the platelet bag and started to prime that tubing segment leading to the filter chamber. The leak was observed at the top of the chamber. No patient harm was reported.